Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the lead was explanted due to capture anomaly. The lead had chronically elevated threshold and the patient needed an upgrade from device. There were no patient symptoms due to the issue. Patient¿s condition was stable pre, during and post procedure.